Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A failure mode duplication could not be conducted at this time since the complaint states an interaction with capio device, which is a device from customer (boston scientific) and not from teleflex plant. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: during a hysterectomy performed vaginally the capio slim wire was left without its harpoon extremity. Another capio slim from the same lot was used but the same issue occurred. Finally, the two harpoons were found in the ancillary reservoir. There was no patient injury.